Event description:
After having the implants put in I broke out into a rash all over my body and was treated in the ER, have ongoing headaches and have had an unexplained rash for over 6 months and weight gain.